Manufacturer narrative:
The sample was collected in a lithium heparin pst tube. No centrifugation data was supplied. Per customer's e-mail, they were having no issue with any other patient samples or with qc. Review of attached data indicates level I qc has been consistently >2sd high from established mean since (B)(6) 2011. Level iii qc has been consistently >2sd low from the established mean since (B)(6) 2011. It does not appear to be isolated to any particular pipettor. Per customer technical support (cts), the customer is hesitant to send patient's sample for testing in cpls. The customer would like to continue troubleshooting onsite; possibly sending sample for analysis using an alternate methodology. No further information was provided to date. Service was not dispatched for this event. No root cause can be determined with data supplied. Mdrs associated with this event: 2122870-2011-05383; 2122870-2011-05384.

Event description:
A customer contacted beckman coulter inc., (bec) regarding higher than expected result for intact parathyroid hormone (pth) on one patient's sample. The result was generated by the unicel dxi 800 access immunoassay system. The patient result was reported out of the laboratory, and is provided in this report. The customer stated there was no death, injury or change to patient treatment attributed or connected with this event.